Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on anterior side assessed as surgical damage and observed opening on valve bond edge side assessed as unidentified (tear) opening. ¿ other-technical: no observed particles in the valve. Additional observations: ¿ observed non penetrating nicks on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation and "particles in valve". Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.